Event description:
It was reported that during an unknown procedure, the device misfired and only produced on row of staples. There was no patient consequence. The case was completed with another like device.